Event description:
It was reported that the patient experienced multiple no external power alarms while connected to the mobile power unit (mpu). The patient ensured all connections were appropriately attached. The patient swapped over to batteries until (B)(6) 2025. The mpu connected with no issues when the patient stayed at a hotel the evening of (B)(6) 2025. The mpu was assessed (B)(6) 2025 with no signs for concern. The patient attempted to replicate the no external power alarm with no success. The patient stated the mpu was connected to the same outlet during all the no external power alarms, which may be caused by a bad outlet. Log files were sent for review. The event log captured several no external power events and some low voltage hazard events on (B)(6) 2025 and into the morning hours of (B)(6) 2025. These all occurred on the mpu and appeared that the mpu lost power on each occasion which enabled the emergency backup battery (ebb) to run the pump. The patient tried different outlets and again had multiple no external power alarms.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the returned mpu. The returned mpu was evaluated by service depot and product performance engineering. The returned mpu was connected to a test system controller and mock circulatory loop for multiple days without any issues or atypical alarms; however, evaluation of the mpu patient cable revealed that the yellow (positive power) wire was shorting to the shielding. Further inspection of the yellow wire revealed a small tear in the insulation, exposing the inner conductors. The exposed conductors shorting to the shielding would result in the reported event. A log file was submitted for review and data from the dates of (B)(6) 2025 were reviewed. The log file captured intermittent no external power alarms from (B)(6) 2025 at 12:51:49 to (B)(6) 2025 at 04:53:17 due to losses of power while connected to the mpu; this is consistent with the damage observed on the positive power wire in the mpu patient cable. The system controller backup battery supported the system during the losses of external power without any issues. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported event was determined to be due to damage to the positive power wire in the mpu patient cable; however, the root cause of the damage could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 14sep2025. No further information was provided. The manufacturer is closing the file on this event.